Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 10 weeks ago. Aneurysm morphology was not reported and the vessels were not tortuous or calcified. It was reported that the talent aortic extension was advanced to address the slippage of the previously deployed stent graft (see MDR report# 2953200-2009-00907). The talent aortic extension was first attempted from the left side, but got stuck at the bottom-end of the pre-existing bifurcated stent graft. The device was removed and the bifurcated stent graft was ballooned with a moulding balloon. The talent aortic extension was then attempted through the groin on the right side and the same problem occurred. The device was removed and a second talent aortic extension of the same size was inserted through the right side and deployed successfully. Medtronic has rec'd the delivery system and its analysis was complete. There was a severe crease on the sheath at 1.5cm and a severe kink at 7cm (at stent stop) from edge of graft cover. No other abnormalities were noted on the device. The severe kink on the sheath may have been a factor to the positioning difficulty. The cause of kinks was not determined; however, contact with pre-existing device may have been a factor, but not confirmed. No further clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4).